Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On april 21 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter would not power on. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available for follow up when attempted by medical surveillance (ms). The reporter detailed that the meter issue occurred on (B)(6) 2016. The patient does not take any medication to manage her diabetes and continued to follow her usual diabetes management routine in response to the alleged issue. The reporter detailed that 5 days after the alleged issue occurred the patient ¿fell out of bed and injured eye socket¿ however denied that the patient received any treatment. During troubleshooting the cca noted that the meter did not power on when inserting a test strip or pressing the power button. There was no apparent misuse of the meter and the issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged issue occurred.